Event description:
Tu t, song z, ma y, et al. Adult dural arteriovenous fistulas in galen region: more to be rediscovered. Frontiers in neurology. 2022;13:957713. Doi:10.3389/fneur.2022.957713. Medtronic literature review found a report of patient complications in association with onyx. The purpose of this article was to summarize the characteristics of galenic davfs involving clinical symptoms, anatomical architecture, and drainage patterns, providing experientially therapeutic strategies for these lesions based on the researchers' 20 years of clinical experience. Retrospective examination of 31 patients with galenic davfs was done between january 2000 and june 2021. A comprehensive analysis was carried out based on the symptoms, imaging features, feeding arteries, draining veins, number and location of the fistulas, choice of treatment methods, and prognosis assessment. There were 25 men and six women documented. The age range was from 23 to 73 years old. Twenty-nine patients received endovascular embolization, and no perioperative deaths occurred. A transarterial approach was performed in 27 patients, and a combined transarterial and transvenous approach in one.  The article does not state any technical issues during use of the onyx. -twenty-four cases were completely obliterated after first embolization, and another five cases received a second period treatment.  One patient developed cognitive dysfunction after embolization and postoperative magnetic resonance images suggested thalamic infarction; the outcomes of the remaining patients were improved at long-term follow-up -seventeen patients had no observable symptoms after treatment, and eight patients had mild symptoms without any impacts on normal life and work. However, only four patients showed slight improvement after treatment when compared with the preoperative level: two patients¿ poor outcomes may be attributed to initial severe intracranial hemorrhage stroke, and another five patients suffered severe cognitive disorders, all of which resulted in poor prognosis. -cognitive impairment persisted in the seven treated patients, suggesting that the long course of the disease may have resulted in p athological irreversibility.

Manufacturer narrative:
G2: citation: authors: tu, t., song, z., ma, y., yang, c., su, x., he, c., li, g., hong, t., sun, l., hu, p., zhang, p., ye, m., zhang, h.. Adult dural arteriovenous fistulas in galen region: more to be rediscovered. Frontiers in neurology 13:957713. 2022. Doi:10.3389/fneur.2022.957713 a.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.